Event description:
The customer reported to the philips, that this unit was draining the batteries too quickly.

Manufacturer narrative:
The customer reported to the philips, that this unit was draining the batteries too quickly. A philips engineer determined that the unit had been left in the factory test configuration mode. The incorrect configuration setting will cause the battery to drain, and falsely indicate a fully charged battery is attached to the unit. This event is reportable, because the user may be led to believe there is a charged battery ready for use. A philips sales rep went to the customer site and verified the failure. The philips sales rep resolved the issue by resetting the configuration to the appropriate settings.